Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. High voltage lead impedance (hvli) was noted on the right ventricular (rv) lead. Defibrillation threshold test (dft) testing was suggested. The patient was not seen in clinic yet. It was stated that the physician was notified regarding this issue. No intervention was performed and device remains implanted. The patient was stable.